Event description:
It was reported that the patient experienced seizure activities approximately 4 months after implantable neurostimulator implant. The implantable neurostimulator had been implanted on her right hip and the leads were run up to the thoracic area. Additional information has been requested from the hcp, but was not available as of the date of this report.